Event description:
It was reported that the patient underwent breast surgery on an unknown date and suture was used. During the procedure, the needle tip broke between the tip and center. The needle tip is potentially retained in the patient. The surgeon opined if a part of the needle was retained it was not confirmed. The procedure was completed with a like device. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.